Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoid colectomy, the device was fired several times across the bowel and the staple line came apart. Some of the firing the staples were formed correctly, some they were not. Device was fired with a blue reloads for 5 firings and one white reload. They had to open the patient due to the staple line. They did a hand-sewn anastomosis. The patient is currently fine.